Event description:
It was reported that the patient programmer (pp) was unable to adjust anything other than the amplitude. It was reviewed that some patient¿s do not have that option but it was noted the manual said the patient could change all three. The patient reported they were not trained adequately on using the device, the education the patient received was poor, and the patient was shorted on education. It was noted that on the patient¿s discharge papers it said the patient couldn¿t recharge the implantable neurostimulator (ins) for one to two weeks, but the patient only had one small bar left and was wondering if they should wait to recharge. The patient¿s healthcare provider (hcp) further reported that the recharger was involved in the report event. The battery was running low prematurely and the patient was told to call the manufacturer¿s representative (rep). The device was recharged to resolve the issue, but the cause of the event was not determined. The patient was able to recharge normally, was receiving effective therapy, and recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).